Event description:
A hospital in (B)(6) reported that the power fail alarm on an iw930 cosycot infant warmer was not working. The customer had observed this fault during a preventative maintenance check.

Manufacturer narrative:
(B)(4). The complaint device was not received by fisher & paykel healthcare (B)(4), however an investigation was carried out based on the info provided by the customer and our knowledge of similar complaints. Results: although no complaint device nor components were returned to fisher & paykel healthcare for testing, it was reported that the capacitor on the board was replaced and the power fail alarm now functions properly. A lot check revealed no other complaints of this nature for lot number 030704. Conclusion: the power failure component of the infant warmer contains a capacitor which stores sufficient electrical charge to power the infant warmer's visual and audible alarm in the event of a failure of main power. The power fail alarm capacitor is tested as a part of the warmer's annual maintenance check and replaced if required. There were no pt consequences reported in relation to this complaint.